Event description:
The customer has observed erratic results for one patient (sid (B)(6)) while using the architect cea assay. The customer generated an initial flagged result of >1500 ng/ml. The sample was diluted and generated the following results: (B)(6). The customer indicated that the patient has bowel cancer and appears to be relapsing from remission. The patient had previous results of (B)(6) 2012: 289 ng/ml and (B)(6) 2012: 1438 ng/ml there was no adverse impact to patient management reported.

Manufacturer narrative:
Upon further review, it was noted that the wrong manufacturer location (abbott laboratories (B)(4), USA) was selected in the initial report. A new report (3008344661-2012-00039) was generated to document this issue with the correct manufacturing location (abbott (B)(4)). Evaluation is in-process.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c02 that has a similar product distributed in the us, list number 07k68.